Manufacturer narrative:
(B)(4). (B)(6).

Event description:
According to the reporter, the device was used upon bronchi resection of right inferior lobe resection. The firing was completed without problem. Then the leak test was performed and air leakage was confirmed near the bronchi cut end. The tissue was additionally sutured to in order to prevent the leakage.